Event description:
It was reported by the patient¿s mother that the patient's blood glucose level exceeded 300 mg/dl while wearing the pod between 4 and 24 hours. It was noticed that there was a strong insulin smell near the pod site. When the pod was removed from the infusion site (arm), the pod's cannula was found bent and sitting against the skin rather than being inserted properly, leaving a visible line indentation. While there was a small puncture mark indicating the needle had initially made contact with the skin, the cannula appeared to have never fully inserted, though the patient may have been receiving minimal insulin delivery. The pod had displayed pink (indicating proper setup) the previous night when initially placed, and no error alarms nor warnings were received throughout the wear time.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: dexcom g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.